Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer does not open when user attempted to issue medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open. A technical support specialist (tss) found the item was located in the matrix drawer, and the populate button was used to open the drawer, which opened successfully. The remaining items were pushed down and repositioned to help prevent the issue from occurring again. The system functioned as intended after the technical support specialist troubleshot the device.